Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague pump with a failure code of 403:317:871:0000 was confirmed, but not reproduced during product evaluation. The root cause of this condition was assigned to a faulty user interface module print circuit board. The user interface module print circuit board was replaced to correct this condition. Additional information: a service history review revealed no previous service events were related to the reported condition.

Event description:
The facility reported a colleague infusion pump with a failure code of 403:317:871:0000. This condition had the potential to interrupt delivery. The event was reported to have occurred upon power up. There was no report of patient/user involvement, injury or medical intervention. This involved a remediated colleague infusion pump with user interface module master software version 6.13.90. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.